Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead oversensed noise resulting pacing inhibition of more than two consecutive seconds in duration. The patient is pacemaker dependent however was asymptomatic during these episodes. An x-ray was performed but was inconclusive in identifying the root cause. The sensitivity on the associated device was reprogrammed and the patient will be monitored. The lead remains in service. No adverse patient effects were reported.